Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and was unable to prime during prime test due to faulty force sensor resistor. It was unable to perform the occlusion test due to motor error alarm. Device had normal operating currents and no unexpected off no power or low battery alarm noted. Device was programmed with multiple boluses and no skipping unit number noted. Device had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that during a bolus delivery, the numbers on the insulin pump had jumped from 3.45 to 4.7 and then 5.0. Customer's blood glucose value was high at 587 mg/dl; treated with the insulin pump. The customer also reported that the battery was draining every other day. The customer declined troubleshooting and requested the device to be replaced. The insulin pump was replaced and returned for analysis.